Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report concerning a neonatal transport during which the infant was ventilated in ncpap mode at 21% oxygen. The infant showed reduced oxygen saturation and shallow breathing, and clinical staff attempted to increase the oxygen concentration to 23% and later to 28%. According to the report, the delivered oxygen did not increase and the ventilator generated an oxygen supply alarm. The same behavior occurred when a different oxygen cylinder was connected. The transport was completed using emergency drive mode. The infant stabilized with gentle stimulation, and no health consequences were reported. Logfile data from 09 march 2026 shows repeated ¿oxygen supply failed¿ alarms following attempts to increase oxygen above 21%. Functional checks performed on 09 march 2026 did not reveal any device errors. No further information was provided yet. The investigation to verify the allegation is still in progress.